Event description:
A hcp reported the patient went for a bone scan and complained of a recent increase in chest pain and dyspnea. The patient's heart rate was 30 bpm, the device could not be interrogated, and there was loss of function. At device check seven months previously, the projected remaining longevity was reportedly 2-4.5 years. The hcp questioned if a laser facial treatment could have caused the device issues. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were due to lifted hybrid bond wires.